Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump for a time period, and when the customer began using the pump again it was reported that they were not receiving a site reminder as expected. Customer stated that the site was left in too long and caused the area around the site on his skin to become hard. Customer changed the infusion site and the area around their skin was resolved. During troubleshooting with tandem technical support it was found that the site reminder setting was set to "off" by the customer on (B)(6) 2017. Tandem technical support guided the customer through turning the site reminder on. In addition, it was reported that when the customer turned the pump back on the pump settings "were not what they expected to see". Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no reported impact to customer's blood glucose level.